Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital due to infection. Without the return of the product, it is not possible to determine if damages or defects existed on the product. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time.

Event description:
It was reported that the blood temperature was greater than 41 degrees c during use. At the time, the bladder temperature measured at 38 degrees c. No cco measurement was able to be obtained. The 70-cc2 cable was replaced but the problem was not solved. The vigilance monitor was also replaced but the problem was not solved. There were no patient complications reported.